Event description:
It was reported that, "the tip of the t-20 screwdriver broke while hand tightening locking screws. Piece was retrieved and no complications expected."

Manufacturer narrative:
Additional info has been requested, and if received, will be provided on a supplemental report.